Event description:
A report was received that the patient was having an infection both at the midline and pocket incision site with symptom of discharges. The physician advised the patient to take antibiotic but declined. The physician said that it was not device related.

Event description:
A report was received that the patient was having an infection both at the midline and pocket incision site with symptom of discharges. The physician advised the patient to take antibiotic but declined. The physician said that it was not device related.

Manufacturer narrative:
Additional information was received that the patient underwent explant procedure. The explanted devices were not returned to bsn as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure due to infection.

Manufacturer narrative:
Additional information was received that the physician did not know if the infection was procedure related or from post-operative healing. The physician recommended again a course of antibiotics. The patient did not want to take them. No further course of action.

Event description:
A report was received that the patient was having an infection both at the midline and pocket incision site with symptom of discharges. The physician advised the patient to take antibiotic but declined. The physician said that it was not device related.

Event description:
A report was received that the patient was having an infection both at the midline and pocket incision site with symptom of discharges. The physician advised the patient to take antibiotic but declined. The physician said that it was not device related.